Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with insulin. Reportedly, the cartridge was filled with 170 units of insulin. There was no reported impact to the customer's blood glucose level due to not testing. The customer was able to reload the cartridge successfully and resume insulin delivery.